Event description:
It was reported that this pacemaker device was depleting faster than expected. Data analysis was performed and technical services (ts) confirmed that the power consumption was increasing in a gradual fashion and there were signs for premature battery depletion (pbd). Ts recommended to have this device replaced or have the battery status re-evaluated in 90 day's time. This device currently remains in service. No adverse patient effects were reported.